Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise and oversensing on the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable.